Manufacturer narrative:
H1 - disregard initial MDR as it is n/a as the event is not reportable. Claim# (B)(4). Manufacturer narrative comment: upon review, it was determined that the initial MDR is not applicable as this is not a reportable event.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In a separate visit the lens was exchanged for a replacement lens of shorter length. The problem was resolved. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency